Event description:
Complainant alleged that the staff of the lab were attempting to cardiovert a pt (age and gender unknown) with the device on ac power. They allege that when they attempted to charge the device it displayed a "low battery" message. The screen then went blank and the device stopped charging. There were no sounds being emitted from the device. The staff then assumed that the device had lost power. The staff checked the ac power outlet, and the plug appeared connected correctly. The staff obtained another device to successfully cardiovert the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.